Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) discovered that aspirate probe #1 was not aspirating consistently. The fse replaced all of the aspirate probe peripump tubings and probes. The fse primed the system and verified proper aspiration with no issues were noted. The fse performed a routine system check and a high sensitivity system check which both passed within instrument specifications. Upon completion of the necessary and verified repairs the instrument was returned back into operation. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 higher than expected creatine kinase-mb isoenzyme (ck-mb) results, above the normal reference range, were generated from a unicel dxl800 access immunoassay systems for two patient samples. Initial ck-mb results for both patients were elevated and outside the normal reference range. Repeat testing of the patient samples on the same instrument yielded lower results, within and above the normal reference range, for the first and second patient respectively. Collectively, each patient's results exceeded the stated ckmb assay precision claims. The imprecise results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment attributed or associated with this event. The ck-mb samples were collected in 13x100mm orange topped serum tubes, and were centrifuged prior to testing. No patient specific information was provided by the customer. The customer indicated that assay quality control (qc) was performed after the event and had multiple erratic failures. No specific qc data was supplied by the customer. There were no errors posted to the instrument event log. The customer visually inspected the instrument interior and discovered tubing from the fluidic wash buffer reservoir vent which had become disconnected. The customer reconnected the tubing and noted that there were no signs of a spill and/or leak. The customer repeated assay qc and still experienced multiple erratic failures.